Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implant was working up until (B)(6) 2017. Since then, it seemed slow and they had a symptom return since then. The patient used their patient programmer (pp) and it showed the stimulation was off. They turned it on and was able to increase the stimulation. After doing so, they felt stimulation in the correct area. The patient had a doctor's appointment scheduled for (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Update to device codes (B)(4) are no longer applicable. Patient code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to your symptom return and stimulation being off again was the patient acc identally turned stimulation off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they saw their healthcare provider a few days ago and it was working good at that point. However, today they were having leakage and their stimulation was off, on program 2 at 0.0v. They were assisted with increasing their stimulation to 0.6v; they were feeling stimulation in the correct area and stated that it was comfortable. The patient was going to try that setting. No further patient complications are anticipated or expected as a result of this event.